Event description:
It was reported that the patient underwent a revision surgery approximately two and a half (2.5) months post-implantation due to experiencing a perioprosthetic bone fracture after falling, as well as an underlying infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01680. D10: item# 00223200418; lot# 65573115. Item# 00787101361; lot# 65473528. Item# 802203202; lot# 2999580. Item# 00800595232; lot# 63608860. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Images assessed but not sent to mmi as the background of the or obscures the view of the implants in the x-rays. Sending the images would not enhance the investigation. Review of the device history record(s) identified no deviations or anomalies during manufacturing. It was reported the cables were placed for prophylactic banding. As the cables performed their intended function, no device problem was identified regarding the cables. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.